Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. The customers blood glucose level was not impacted. During the call with tandem technical support the pump data was review and determined the pump is function as intended.